Manufacturer narrative:
An event regarding seating height involving an accolade rasp was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: previous nc investigation determined that the most likely root cause is related to patient bone type. The surgical protocol includes instructions for rasping dense bone and/or narrow intramedullary canals. However, return of the device is needed to fully investigate the event. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the doctor found that the accolade tmzf size 4 implant was larger than size 4 broach. He found the implant to sit very proud proximally and was not happy. He held it up against size 4 broach and implant looked significantly bigger.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available

Event description:
It was reported that the doctor found that the accolade tmzf size 4 implant was larger than size 4 broach. He found the implant to sit very proud proximally and was not happy. He held it up against size 4 broach and implant looked significantly bigger.